Manufacturer narrative:
The device history record (DHR) for lot 16e052262 indicates no defects were found in (B)(4) samples inspected per lot produced on each autobander machine. A search of our complaint database shows that there have been no additional complaints against lot 16e052262. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no samples submitted with this complaint. The reported condition could not be confirmed. A possible root cause may be attributed to the scale challenge for weight count if it was not set up correctly on autobanders, added variables could have contributed to a weight discrepancy for the scale on the autobanders. Product originates from the manufacturing facility and then goes to another source to be used such as a kit packing facility. It is also possible that sponges could have been lost during that process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in process. This evaluation is performed at a tightened sample size for miscounts. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. An additional CAPA has been opened to optimize the autobander process in which the product specification has been updated to include this complaint type and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heighten level for products packaged using banded (B)(4) units for miscount. This heightened testing is performed to ensure containment for the reported condition.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports: extra component. The cpt portion of the kit contained a set of 11 instead of the correct amount of 10/pk.